Manufacturer narrative:
(B)(4). Batch #t94u5r. Investigation summary: the device was returned with the blade tip damaged with gouge marks. However, the blade was not cracked. In addition, it was returned with the tissue pad damaged, melted, and 100% present and properly attached to the clamp arm, not detached as reported by the customer. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: is the white tissue pad completely missing from the clamp arm of the device? Yes it is.

Event description:
It was reported that during an unknown procedure, the protective piece on the jaw completely broke off during use. Case completed with another device of the same product code. There were no patient consequences.